Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her daughter experienced low blood glucose levels of 50 mg/dl on (B)(6) 2017. On (B)(6) 2017. The customer blood glucose levels were at 3.00 pm - 70 mg/dl, at 6.30 pm ¿ 163 mg/dl, at 9.30 pm - 119 mg/dl, at 4 am - 102 mg/dl, at 9 am ¿ 105 mg/dl and at 12.15 pm ¿ 132 mg/dl respectively. The customer was treated for the low blood glucose with 30 carbohydrates. The product will not be returned for analysis.